Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing shocking. The patient had been sitting on a sofa when she felt 2 or 3 shocks, like if she touched an outlet. This was startling and she jumped. The patient noted that she sometimes does more physical activity than she should, and she¿ll push herself too hard which may have been an activity that could be related to this issue. The shocking started occurring in (B)(6) 2017.